Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014 in the common bile duct. According to the complainant, the stent was being placed to treat a stricture in the pancreatic head and bifurcation due to pancreatic cancer. During the procedure, the physician attempted to deploy the stent; however, the stent was only able to be partially deployed. The delivery catheter was difficult to remove from the patient and the white plastic tip of the distal part of the delivery system got caught on the tip of the scope and fell off inside the patient. The partially deployed stent was removed and the tip was retrieved from the patient using a biopsy forceps. The procedure was not completed due to this event; however, it was reported that the patient was rescheduled for the next day. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4) for the reported event of stent partially deployed. (B)(4) for the reported event of catheter difficult to remove. (B)(4) for the reported event of tip detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was returned in 3 sections; the detached section of inner lumen, the inner member jacket detached from the inner and the remainder of the device. The inner was broken at 252mm from its distal end, which is at the skived area of the inner and was kinked along its length. The stent had been fully deployed and examination found that it was damaged at its retrieval loop end. It was also noted that the outer sheath had been fully retracted. No other issues were noted with the device. The investigation concluded that this complaint confirmed through complaint investigation that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Therefore, the most probable root cause classification for the reported failure is user / use error. There was evidence that the device was used in a manner inconsistent with the labelled indications. The dfu states; "post-deployment -after the stent is correctly positioned and fully deployed, while monitoring under fluoroscopic guidance, hold the leading handle stationary and carefully retract the trailing handle until the tip is flush with the end of the outer sheath. Then retract the delivery system and guidewire through the endoscope." Additional information states that the delivery system was not resheathed prior to removal from the patient. From the condition of the returned device, the outer sheath was fully retracted supporting the fact that the outer sheath had not been moved distally prior to removal.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014 in the common bile duct. According to the complainant, the stent was being placed to treat a stricture in the pancreatic head and bifurcation due to pancreatic cancer. During the procedure, the physician attempted to deploy the stent; however, the stent was only able to be partially deployed. The delivery catheter was difficult to remove from the patient and the white plastic tip of the distal part of the delivery system got caught on the tip of the scope and fell off inside the patient. The partially deployed stent was removed and the tip was retrieved from the patient using a biopsy forceps. The procedure was not completed due to this event; however, it was reported that the patient was rescheduled for the next day. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.